Event description:
The ventilator was connected to a pt. The customer reports that in prvc, the ventilator did not initiate the test sequence. The ventilator delivered a high volume. There was no pt injury. The airway pressure alarm was activated.